Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks due to oversensing of noise on the right ventricular (rv) lead. The lead was thought to be fractured. Reprogramming was performed to turn therapies off. A revision was performed. No further patient complications have been reported as a result of this event.